Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached. The site location was patient's upper arm and the pump was located on the belt. Reportedly, the pump was not dropped with the set connected to patient's body. No further information available.